Event description:
Complainant alleged that the clinicians were performing a scheduled cardioversion on a patient. Upon the administration of the first shock at 300 joules, the clinicians observed a "flash". The clinicians then administered a second shock at 300 joules without incident. When the pads were removed from the pt, the clinicians observed a burn to the pt's chest. The pt was then given medication to successfully convert heart rhythm. There was no indication of any additional adverse effects to the pt. The complainant indicated that the pt had a "medium" amount of chest hair that was not trimmed prior to the pads being applied to the pt. Please reference both sides of the attached copy of the package insert, which advises the user; "excessive hair can inhibit good coupling (contact), which can lead to the possibility of arcing and skin burns. Clip excess hair prior to pad applications."